Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer fell on top of insulin pump. It was reported that insulin pump did not have any physical damage, however, display screen was white with flashing red lights while alarming, even with battery removed. Self- test could not be ran due to display screen being blank after batteries were replaced. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to lcd controller. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.